Event description:
It was reported that during initial implant surgery, when the surgeon attempted to tighten the set screw after insertion of the lead pins the "click" was unable to be heard. The lead was attempted to be removed to reinsert; however, when the surgeon pulled on the lead it became damaged and the lead wire became exposed. The surgeon then realized that the set screw needed to be backed out to remove the lead pin from the generator header. When backing out the screw the surgeon inadvertently popped both the screw and septum plug out of the generator. The surgeon then used a new lead and the same generator after popping the set screw and septum plug back in. During tightening of the set screw the clicking could again not be heard. The surgeon then did a tug test on the lead and felt that it was adequately secured in the generator. It was noted that device diagnostics were within normal limits. The broken lead and two torque wrenches were received for analysis on 05/28/2015. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed for the lead on (B)(4) 2015. The report indicated that during the initial implant, the doctor was unable to hear the 'click' while attempting to tighten the setscrew, after insertion of the lead. The doctor tried to remove the lead but that in doing so caused an abrasion in which wire became exposed. During the visual analysis the connector boot and inner silicone tubes appeared to be torn in half and the quadfilar coils appeared to be stretched and cut. The (+) white and (-) green electrode ribbons appeared to be stretched and the helices misshaped; indicating the lead assembly had been attempted to be used. With the exception of the damaged connector boot, the condition of the returned lead portions is consistent with conditions that typically exist following an attempted implant procedure. No other obvious anomalies were noted except for the set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead. The torn connector boot appears to be caused by not adequately backing out the set screw in the generator. Product analysis was completed for the 2 torque wrenches on (B)(4) 2015. Findings were the same for both wrenches. Examination revealed what appears to be damage to the hex tip of the shaft. The wrench shaft-tip damage was most likely due to the torque wrench tip not being fully inserted into the hex head of the generator setscrew. This observed damage may be a contributing factor to the reported inability to torque the setscrew. The shaft length, od, flats, shaft's corners and clockwise torque measurements were found to be within tolerance, as was the torque setting when the shaft was properly used. The wrench properly torqued a setscrew in the pa lab. This was determined to be a user related issue.

Manufacturer narrative:
.